Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiia endoleak event is unconfirmed due to a lack of relevant medical imaging. As such, device, user, procedure or anatomy relatedness of this complaint could not be determined. During the clinical assessment it was determined that there was evidence to reasonably suggest sac growth of 7.5mm had occurred. The procedure related harm identified was transient respiratory insufficiency post operatively resolved with diuresis and respiratory support (current tobacco use likely played a factor). The final patient status was discharged on the first post-operative day home stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: method code 3233; conclusion code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented at routine follow-up with a type iiia endoleak due to a lack of overlap. The patient was reportedly in stable condition. The physician elected to treat the patient by implanting an infrarenal afx device on (B)(6) 2020. As of date, there have been no additional patient sequelae reported. During the clinical assessment it was determined that there was evidence to reasonably suggest sac growth of 7.5mm had occurred.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented at routine follow-up with a type iiia endoleak due to a lack of overlap. The patient was reportedly in stable condition. The physician elected to treat the patient by implanting an infrarenal afx device on (B)(6) 2020. As of date, there have been no additional patient sequelae reported.